Event description:
It was reported by the customer that device has a 54672 server error. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.